Manufacturer narrative:
Information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in the nozzle¿, was confirmed. It could not be specified what the white foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the flex video scope has no air/ water flow will not insufflate. It's unknown when the issue reported was found. The device was returned for evaluation. During the device evaluation, a foreign object in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found a slow leak from the biopsy channel and was unable to find any other leaks. In addition, the evaluation found: the boroscope check found a scrape and tear marks in the channel, minor dents were found on switch 2, intermittently clicking on right/left knob, the plastic distal end cover had deep dents, the light guide lens had two cracks and a tiny chip, the nozzle was clogged, the air/water supply had slow flow, but found ok after removing the nozzle, the scope connector had minor dent and scratches, and the light guide tube had minor buckles. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.